Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system on (B)(6) 2007, it was reported that the leads exhibited high/invalid impedances on all of the contacts. The leads were removed and replaced by new leads.